Event description:
It was reported that a high drain 104 alarm occurred during cycle four on the home choice (hc). This indicates the patient drained greater than 200% of the maximum prescribed cycle fill volume in standard mode. The home patient (hp) stated they used the hc six times a week and it was last used two days ago. The hp stated they felt bloated two days ago but they just turned the hc off. The tsr arranged a swap of the device and discussed the use of manual supplies. The therapy log gave the following information. The initial drain volume (dv) equaled 135ml, the last fill volume (lfv) equaled 1499ml, the total fill volume (fv) equaled 8830ml, the total dv equaled 11,781ml, the total ultra filtration (uf) equaled 2950ml, there were no bypasses, and the manual drain equaled 0ml. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.

Manufacturer narrative:
(B)(4). Review of the device logs confirmed the reported issue of a high drain 104/call pd nurse alarm (increased intra-peritoneal volume or iipv), but the evaluation has not yet been completed. A follow-up report will be submitted upon completion of the evaluation or if any additional relevant information is received.